Event description:
It was reported on 07/02/2015 by the patient, that when she inserted the lens in her eye it felt like someone ¿threw bleach on her eye¿. The event occurred in the left eye. The patient thought that the burning was caused by the solution from the blister pack that the lenses were in. At the time of the initial call, the patient had not sought medical attention, but was going to go that day to see why her eyes were burning. She had not resumed lens wear and the event was not resolved at that time. The burning was immediately upon insertion and was constant. There were no deposits on the lenses in question. Additional information received on 07/02/2015 from the patient who stated that she visited her eye care professional (ecp) that day and was diagnosed with a corneal ulcer and inflammation. The patient stated that she was prescribed predinsolone eye drops for inflammation for a week. The consumer was told that she can resume lens wear in a week after she finished the predinsolone. She did not have a follow-up appointment scheduled. The fax cover sheet for an adverse event form was received from the ecp on 07/08/2015, however the information was incomplete and there was no medical information received with it. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 10/07/2015 from the patient stating that on (B)(6) 2015, the patient put one of the contacts in her eye and the pain was excruciating. She experienced severe burning to the eyes from these contacts before, but this time it was so bad, that she could barely get the lenses out of her eye and she could not get relief from the pain until she arrived at the doctor's office two hours later. The patient believes that the cause was the solution in the blister pack that caused injury to her eye. She was not able to wear lenses for a week and could barely open or close her eye for days without discomfort.